Event description:
While doctor was using the thunderbeat an error came up on the screen saying "open circuit error". She then took the handpiece out and saw that the rubber lining of the jaw was half burned away. No patient harm. Another device was obtained and the procedure continued without incident.====================== manufacturer response for electronic surgical equipment, thunderbeat (per site reporter) ====================== I will send this back tomorrow and they will send a replacement.